Event description:
The following information was reported to kci by the infection control nurse: in (B)(6) 2011, the patient had a spinal incision line. The kci prevena incision management system was prescribed by the treating healthcare provider post surgery for the closed incision. It was reported that prevena unit was replaced due to the unit alarming. The reason for the alarming was not provided by the reporter. It was further reported that there was old dried drainage and blood on the prevena dressing and in the tubing to the canister from the incision. The prevena dressing was not changed for 48 hours. On an unknown date, the patient developed an infection. The patient underwent an incision and drainage for wound exploration and debridement.

Manufacturer narrative:
The infection control nurse stated that this may have contributed to the patient's (B)(6) and (B)(6) infections but this had not been confirmed. This report is being filed due to possible use error. Device labeling, available in print and online, states the prevena incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena 45ml canister.